Event description:
Subsequent information indicated that the patient was seen for a surgical revision procedure where the lead was surgically abandoned and replaced. The device remains in service. There were no adverse patient effects reported.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead displayed high, out of range pace impedance measurements. Thresholds had increased from 0.7 volts to 1.9 volts and r amplitude dropped from 11 millivolts to 7 millivolts. The local field representative sent a save to disc to boston scientific technical services (ts) for review. After reviewing the disc, ts stated that the impedance measurement steadily increased over time. The measurement eventually became greater than 2000 ohms. The patient underwent successful defibrillation threshold testing. The system was left as was and will continue to be monitored. There were no adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.